Event description:
Pt experienced a rise in serum sodium in 10/2003. The pt had started tpn therapy the previous day at approx 9:00a.m. The serum sodium level at that time was 120. A second bag of tpn was hung 12 hours later. Three hours after the start of the second tpn, the pt's serum sodium level was 169. Three days after starting the therapy, the serum sodium level was 180. Reportedly, tpn was continued twice in the last three days of that month. The pt had an exchange transfusion, but the date was not provided. Vague info was received from the facility indicating that the compounded tpn solution was not accurate. The pt's family member made the decision to end life support three days after starting the therapy and the pt expired on that date. The facility has declined to release any additional info at this time.